Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. The end of life alert was triggered on (B)(6) 2014, which was the same date the patient underwent an af ablation procedure. After a device code was reloaded the device resumed normal function. The patient would be monitored regularly.

Manufacturer narrative:
(B)(4).